Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. A label review was not performed due to unsuspected user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
While following up with a patient, (B)(4) learned that the patient had a hole in the patient line, and as a result, solution leaked out. The patient stated she did not know what caused the hole and only noticed it after therapy began. The patient stated she was able to resume therapy successfully with new supplies. No injury or medical intervention was reported.